Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 02/01/2017. One used lf1637 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the device produced a partial seal. The reported condition was not confirmed. Testing was performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. The vlft10gen generator used with the lf1637 handpiece was not returned for investigation. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). Date of initial report: 12/20/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy bleeding occurred when they were sealing over the mesentery. End tones, indicating a complete seal cycle, were heard. The bleeding was stopped with a lap sponge and monopolar instrument, then resealed with a new device. There was no patient injury and the blood loss was less than 250cc.